Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch # 575c88. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the metal body of the anvil shroud not properly seated. During the visual inspection, the anvil shroud showed three locks damaged: since the metal body anvil was noted to be partially gotten up. These parts support the metal body anvil to shroud so that it does not have movement. However, both bearings were present. An sr75 reload was received not loaded on the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. Additionally, the cartridge pan was removed and this condition caused several loose drivers. In addition, the device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of received reload and device are related to improper use of the sample. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 575c88, and no non-conformances were identified. The lot#528c44 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a gastrectomy, the knife did not move. The device was replaced but, the knife did not move. The cartridge was replaced and worked. There was possibility the device locked out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.